Manufacturer narrative:
This report is being submitted as part of a retrospective review associated with the cfx longevity estimator software error advisory (report/FDA recall number 2182208-10-02-2019-004-c). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced unexpected longevity. The crt-d remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2020, it was later determined that the shorter than expected longevity estimate was due to a programmer software estimator error.